Manufacturer narrative:
Historical complaint tracking and trending review determined that there are no related adverse and non-statistical trends identified for prism (B)(4) combo, list number 7g46-48, lot numbers 52851li00 and 55851li00. Based on this data, the product is performing as intended and no product issues were identified. The two returned patient samples ((B)(6)) were tested in-house with both prism lots and (B)(6) results were obtained. The samples were tested with architect (B)(4). Both samples were (B)(6) with architect (B)(4) ag/ab combo, indeterminate with new lav I (p55) and new lav ii (p26) and (B)(6) with the innotest (B)(4) ag mab assay. Retained reagent kits of the complaint lots were tested for specificity using panel members of a frozen human negative population. Results of this testing did not implicate that the specificity performance of the lots is negatively impacted. The reagent kits showed normal performance without (B)(6) results. A review of labeling concluded that the issue is sufficiently addressed. The prism (B)(4) ag/ab combo assay has a performance claim regarding specificity, that is not 100%. No malfunction or product deficiency was identified.

Manufacturer narrative:
Full patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer questioned (B)(6) prism hiv results for one donor (sample ID (B)(6)). Prism hiv combo results were reactive ((B)(6)) using reagent lot 55851li00. Vidas hiv duo ultra testing was reactive. Innolia hiv I/ii and nat ida testing was (B)(6). The same donor was retested and the results were the same. Prism hiv combo reactive ((B)(6)) using reagent lot 52851li00. Vidas hiv duo ultra testing was reactive. Innolia hiv I/ii and nat ida testing was (B)(6). No adverse impact to patient management was reported.